Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose, however, the blood glucose reading was unknown. Customer was calling to request assistance with programming the pump. The customer was advised to follow up with their doctor if their current settings need to be changed. No further details given.